Event description:
It was reported that during a fistula gram treatment procedure, balloon rupture occurred. The lesion was located in the non-calcified and moderately tortuous fistula. The 8.0 x 80mm mustang balloon catheter ruptured at 18 atm during pre-dilation and was removed successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a fistula gram treatment procedure, balloon rupture occurred. The lesion was located in the non-calcified and moderately tortuous fistula. The 8.0 x 80mm mustang balloon catheter ruptured at 18 atm during pre-dilation and was removed successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with a 0.035inch wire inserted through the device. The shaft was stretched down onto the wire which prevented the guidewire from being withdrawn. A complete balloon circumferential tear was present at 4cm distal to the distal edge of the proximal marker band. A longitudinal tear was also present along this proximal section of the balloon. The distal section of the balloon material including the tip section of the device was not returned for analysis as a result of a break in the shaft at 16.3cm distal to the distal edge of the proximal marker band. Some bunching of the shaft was noted at the distal end of the proximal marker band. The shaft was severely stretched at its distal end. The break in the shaft and the stretching of the shaft is consistent with excessive tensile force having been applied to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).